Event description:
It was reported that approximately 39 months post implant of a bifurcated device and two infrarenal aortic extensions, the patient was seen routinely for follow up, and a computed tomography (CT) scan revealed an endoleak and sac growth. The physician decided not to perform an angio, but will follow-up with the patient in a year. The patient was reported to be doing good.

Manufacturer narrative:
Based upon the investigation findings, the reported type iii-b is inconclusive. However, a type ii endoleak was confirmed based on clinical assessment of available records. Sizing sheet from index procedure and post-implant CT images were provided. Endosize was used to review the submitted images to re-evaluate distal fabric billowing. Product use was congruent with the IFU in respect to the anatomy recorded on the sizing sheet. However, due to the use of bilateral renal chimneys, this complaint was incongruent with the IFU. Centerline measurements were used to evaluate the bilobed aneurysm and there appeared to be a reduction of both the proximal and distal sac. There might have been a small type I-a endoleak near the superior stent margin due to the chimneys, but there was no contrast seen within the proximal sac. The cuff was horizontally positioned within the aortic neck, which might have caused this appearance. Twenty-six months post implant there was evidence to support a sac enlargement over three separate type ii endoleaks: 2.0cm from the superior stent margin and 3.0 and 0.5cm from the bifurcation. This was evident by the sac enhancement on the delay images. The distal fabric billowing diameter measured 30mm at one month, then 32.4mm at 26 months (new appearance) is beyond normal fabric billowing, but because the distal sac demonstrated a reduction in size, a type iii-b still cannot be substantiated. To date, there has been no secondary procedure. There was no evidence of any rendered treatment at the time of this assessment. The reported type iii-b endoleak, complication and malfunction could not be substantiated. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined with available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.